Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that they got their stimulator for retention. The reason for call was patient reported their device had been working great until a few days before the sunday, when they pushed harder than usual, against their back where the device is and it felt like the device almost moved to a 90 degree angle, it moved quite a bit and it didn't hurt but it felt a little different back there like it slipped. Pt also said, they were having a decrease in effectiveness since sunday morning, they also noticed some discomfort as they were driving, they were uncomfortable all day and it felt like their bladder wasn't voiding enough and as far as urinating the stream was weaker and didn't continue as long as usual, it seemed like a switch flipped overnight, monday and tuesday it was better but not totally back to normal. Patient said sunday night they came home and turned on the app and communicator and made sure it was still communicating, they bumped up the intensity to 0.6 and it took a while before they noticed it, but it was uncomfortable and there was not a lot of improvement so they brought it down to 0.5 and decided to leave it there. Patient services (ps) recommended pt let their doctor know about the movement of the ins and the changes in their symptoms. Agent reviewed general programming guidance and redirected to their doctor. This included patient said they have an appointment with the nurse practitioner tomorrow and they can't get in to see the doctor himself until (B)(6).